Event description:
The company received a report where it was claimed that the cuff would not inflate during patient use. The end clinician elected to extubate and reintubate the patient with a replacement tube. The tube was replaced without incident.

Manufacturer narrative:
The sample associated to this report is currently in transmit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.